Event description:
It was reported that a patient presented with false elective replacement indicator noted on the patient's pacemaker. Upon additional interrogation, the appropriate longevity was confirmed. User concern was expressed by the physician. No intervention or adverse patient consequences were reported.